Event description:
The customer reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through a series of inspections and cleaning procedures, leading to the successful reloading of the cartridge. However, the customer did not resume insulin therapy because the pump lacked personal profile settings. Subsequently, technical support followed up to ensure that the sensor could be paired with the replacement pump, assisting the customer with the connection process before closing the case.